Event description:
It was reported that the right atrial (ra) lead experienced out of range impedance which triggered a lead warning and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5068 implantable pacing lead implanted: 2003 (B)(6). (B)(4).